Event description:
A customer reported that during several cataract procedures, the footswitch worked intermittently. The doctor could wiggle the footswitch to get it to work. All the procedures were completed without harm pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).